Event description:
We received a report via a sales representative that an intraocular lens was explanted after the patient complained of experiencing halos around lights.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.